Event description:
It was reported a patient's left ventricular lead presented with high pacing impedance and loss of capture. The lead was capped and replaced in a procedure on (B)(6) 2025, when a lead fracture was also noted. The lead was successfully replaced. Post-procedure the patient was stable.